Event description:
Hub/extension tube damaged or out of spec; it was reported that the distal lumen hub was detached or broken off. No patient complication were reported.

Manufacturer narrative:
Customer report was confirmed. The pa distal hub was found to be detached from the tube. The tube was broken at the bottom of the hub.